Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving gabapentin 60 mg/ml at 3.010 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient's system was explanted due to complications. No event date was provided. The pump was set to minimum rate and therapy was suspended. Additional information received on (B)(6)2017 from the hcp indicated the complications that led to explant were unknown. No further information was provided and no further complications were anticipated.